Event description:
A center director reported a patient who presented with severe photophobia and diplopia approximately 3 weeks post lasik. The patient was noted to have transient light sensitivity syndrome (tlss) and superficial punctate keratitis (spk). The patient is being treated by increasing the previously prescribed topical steroid drop dosage. Additional information received states that the patient is no longer experiencing symptoms and has discontinued the steroid drops.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).